Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk), but halfway through the charge cycle the device shut down. The complainant indicated that there was another device immediately at hand, allowing the clinian to successfully defibrillate the pt when the event occurred. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.